Event description:
It was reported to boston scientific corporation that after the polaris loop ureteral stent was placed in the ureter during a stent placement procedure, the loop on the bladder end of the stent was checked through the scope and noticed to be torn. Reportedly, the suture was removed from the device. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that after the polaris loop ureteral stent was placed in the ureter during a stent placement procedure, the loop on the bladder end of the stent was checked through the scope and noticed to be torn. Reportedly, the suture was removed from the device. The patient's condition at the conclusion of the procedure was reported to be 'good.'

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex loop ureteral stent revealed that the loops on the bladder end of the device were torn. Additionally, the suture was detached from the stent. No other anomaly was found on the returned device. Most likely, unstated procedure or clinical factors contributed to the tear on the loops, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.